Manufacturer narrative:
The customer's meter was received for investigation. The meter's display showed no malfunctions. The meter¿s circuit board was tested for damage or contamination and it was found to be free of damage or contamination.

Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Occupation was lay user/patient.

Event description:
The initial reporter had an issue with the display of the coaguchek xs meter that could lead to a misinterpretation of results. After changing the batteries there were missing segments on the results field of the display. The customer stated parts of the screen would be missing and the parts that were showing would be wrong.